Manufacturer narrative:
Supplemental report submitted to correct h10.

Event description:
Edwards received notification from our affiliate in switzerland. As reported, this was a case of an implant of a 29mm sapien 3 ultra resilia valve, in aortic position by right transfemoral approach. The access vessels were pre-dilated with balloon due to high calcification. Some difficulties were noted when inserting the esheath+ into the patient and also with the commander delivery system through the esheath. It was not possible to advance the delivery system and the valve got stuck in the non-expandable part. After several attempts of advancing, it was not possible to moving forward and it was decided to remove all the devices. The patient did not experience any injury, a new esheath and system was used and the procedure was successful. The patient was noted to be stable. As per medical opinion, the perceived root cause was a possible problem with the introducer, but probably accentuated by the calcified femoral artery. As per the preliminary evaluation of the returned devices, the sheath was punctured and the valve had one strut bent.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.this is one of two manufacturer reports being submitted for this case.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The returned device was visually examined, and the following was observed: liner partially expanded 5cm in length from strain relief. Remaining liner unexpanded. Distal tip unopened. Soft tip damaged. Valve stuck inside strain relief at 5.5 cm from hub. Sheath shaft punctured at 5.5cm from hub (at strain relief location). Partial delamination and damaged hdpe underneath strain relief. Scratches observed along sheath shaft. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into patient with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification, tortuosity, steep insertion angle, undersized vessels, and/or constrained access. In addition, sheath damage can be a result of increased push force and any device manipulation used to overcome the difficulty. The complaint of difficulty introducing sheath was confirmed based on the evaluation of the returned device. Available information suggests patient factors (calcification, tortuosity, undersized vessels) and/or procedural factors (steep insertion angle) likely contributed to the event, as provided information and imagery review indicated presence of calcification, tortuosity, undersized vessels and steep insertion angle. Sharp or bulky calcified nodules within the patient access vessel can act as a physical obstacle that can increase friction and lead to higher push force and/or damage the distal tip. Scratches observed on the sheath shaft can be indicative of the presence of vessel calcification. Tortuous patient anatomy can create sub-optimal angles that can induce stress to the sheath shaft causing it to bend or kink and require a higher push force to navigate. Additionally, undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition that can increase friction and result in difficulty inserting or advancing the sheath. A steep insertion angle can induce stress to the sheath shaft causing it to bend or kink and require a higher push force to navigate. These factors combined can create a challenging pathway for sheath introduction and can compound, further leading to difficulty during sheath introduction/advancement. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint of inability to advance through sheath was confirmed based on the evaluation of the returned device. Available information suggests patient factors (calcification, tortuosity, undersized vessels) and/or procedural factors (steep insertion angle) likely contributed to the event, as provided information and imagery review indicated presence of calcification, tortuosity, undersized vessels and steep insertion angle. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Also, tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. In addition, steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. The complaint of sheath punctured was confirmed based on the evaluation of the returned device. Available information suggests patient factors (calcification, tortuosity and undersized vessels) and/or procedural factors (device manipulation and steep angle) likely contributed to the event, as provided information and imagery review indicated presence of calcification, tortuosity, undersized vessels and steep insertion angle. Also, it was indicated that the valve remained stuck despite several advancement trials. During the procedure, the sheath may sustain damage from additional device manipulation (high push force) in combination with challenging anatomical factors (calcification, tortuosity and undersized vessels). Anatomical characteristics may promote sheath damage directly via physical contact (e.g. Sheath interacts with sharp calcium nodules) and/or indirectly via suboptimal advancement angles (e.g. Sheath navigation through tortuous or restricted anatomy). Alternatively, damage due to suboptimal advancement angles may result from steep insertion angles, known to promote device non-coaxially. High push force used to overcome any resistance when navigating challenging anatomy can lead to sheath damage such as scratches, and/or soft tip damage. High push forces coupled with non-coaxial advancement trajectories can lead to sheath hdpe, liner, and/or strain relief damage due to direct interaction with crimped valve (e.g. Catching of bent strut). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-06654.